Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged the ipg in over three years. The ipg is unable to communicate with external devices and an sjm representative confirmed the ipg was inoperable. Surgical intervention may be planned to address the issue.